Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report number 3005099803-2008-03452 for a description of the other event. It was reported to boston scientific corporation in 2006 that an endovive standard peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) placement the day prior (patient age, gender and weight are unknown). According to the complainant, the scalpel was not sharp and did not cut. A second scalpel was used and this scalpel was also dull. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.